Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient underwent a radical debridement and revision procedure on (B)(6) 2012 due to recurring infection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient underwent a radical debridement and revision procedure on (B)(6) 2012 due to recurring infection, pain and inflammation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This medwatch, 0001825034-2014-05158, is a duplicate of medwatch 0001825034-2013-03150. This medwatch, 0001825034-2014-05158, is considered closed at this time.